Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of pain ("episodes of pain") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. In 2017, the patient experienced pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced arthralgia ("joint pain"), myalgia ("muscular pain"), tendonitis ("recurrent tendonitis"), inflammation ("inflammatory crisis on the shoulder, on the neck, in the back and on the foot"), joint effusion ("joint effusion (foot)"), morton's neuralgia ("morton's neuroma") and stress fracture ("stress fracture (foot)"). Essure treatment was not changed. At the time of the report, the pain, arthralgia, myalgia, tendonitis, inflammation, joint effusion, morton's neuralgia and stress fracture outcome was unknown. The reporter provided no causality assessment for arthralgia, inflammation, joint effusion, morton's neuralgia, myalgia, pain, stress fracture and tendonitis with essure. The reporter commented: the patient saw a rheumatologist in (B)(6) 2018 and a lots of tests were performed. She had been experiencing episodes of pain starting 1 year earlier. She experienced inflammatory crisis on the shoulder, on the neck, in the back and on the foot. Regarding the foot, she experienced joint effusion, morton's neuroma and stress fracture. Essure removal was planned for (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): investigation - on an unknown date: a lot of tests were performed by rheumatologist, no results provided. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.